Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device consumed to much oxygen during patient transport. - an intermitted alarm was observable both visually (message alerts) and through hearing during ventilation. Message alerts: low oxygen and oxygen supply failed. - the device log files (service log, error log, event log) were provided to hamilton medical ag and confirm that on the reported date the messages "low oxygen" and "oxygen supply failed" appeared. - there is patient involvement reported. This occurrence was noticed during patient transport while ventilated. - there is need for medical intervention reported. The portable o2 tanks had to be changed in a short period of time. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) .investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device consumed to much oxygen during patient transport. An intermitted alarm was observable both visually (message alerts) and through hearing during ventilation. Message alerts: low oxygen and oxygen supply failed. The device log files (service log, error log, event log) were provided to hamilton medical ag and confirm that on the reported date the messages "low oxygen" and "oxygen supply failed" appeared. There is patient involvement reported. This occurrence was noticed during patient transport while ventilated. There is need for medical intervention reported. The portable o2 tanks had to be changed in a short period of time. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.